Event description:
It was reported by the customer that they could not pass the intra-aortic balloon (iab) through the sheath after 3 to 4 attempts. As a result, an 8 fr 40cc arrow iab was inserted without further difficulty.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.